Event description:
The subject pacemaker was implanted on (B)(6) 2008. On (B)(6) 2019, it was reported that it was explanted because the recommended replacement time was reached in less than one year whereas the estimated residual longevity should have been two years. Preliminary analysis results revealed that, based on available data, normal battery depletion occurred.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
The subject pacemaker was implanted on (B)(6) 2008. On (B)(6) 2019, it was reported that it was explanted because the recommended replacement time was reached in less than one year whereas the estimated residual longevity should have been two years.preliminary analysis results revealed that, based on available data, normal battery depletion occurred.

Event description:
The subject pacemaker was implanted on (B)(6)2019 . On (B)(6)2019 , it was reported that it was explanted because the recommended replacement time was reached in less than one year whereas the estimated residual longevity should have been two years. Preliminary analysis results revealed that, based on available data, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.